Event description:
Procedure type: lap colon. According to the reporter: intra-operatively the donuts were normal., no staple line reinforcement material was used. An air test was performed and showed no leaks and nothing abnormal was noted. Two days post-operatively, a bowel leak was observed, and the patient was re-operated on the fourth day post op. No bleeding was observed, and nothing unusual was noted regarding the anastomosis. The site was cleaned, the anastomosis was reconstructed, and a temporary stoma was set up. No further patient details were disclosed but is reported to be in well condition.